Event description:
It was reported that during a sleeve gastrectomy, the surgeon reported that while he was activating the harmonic device near the spleen, he was unable to achieve haemostasis. This resulted in bleeding he was unable to control. He then had to convert to an open procedure and eventually splenectomy. Patient in ICU at the moment. The original sleeve gastrectomy was not completed. The harmonic ace36e was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent additional information requested but not yet received: did the gen11 display any yellow alert screens? If yes, which screen(s) were displayed? When hemostasis could not be achieved, did the surgeon adjust the power level on the generator to achieve better hemostasis? Where was the bleeding from? (State where). How much blood was lost? (Cc's). How was the bleeding controlled once the procedure was converted to open? Was a transfusion required? A spleen injury requiring removal can be a potential serious complication from a sleeve gastrectomy procedure. How was the spleen injury that resulted in the splenectomy? Did the surgeon apply tension on the spleen during the procedure? Was the spleen lacerated from a retraction device, or tension on the spleen during manipulation of the colon or other organ? Where was high-pitched noise coming from? Will the handpiece be returned for analysis? How long was the device being used by the surgeon when the high-pitched noise being used - how long had the device been used for and where was the device being used (near a staple line?) How long was the device being used before dissecting spleen? Was the convert to open a direct result of not achieving hemostasis with the ace36e or a need to control bleeding due to the damage to the spleen? Patient specific questions: was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the total blood loss? What was the patient's pre-op hemoglobin and hematocrit? What was the patient's post operative hemoglobin and hematocrit? What is the current patient condition?